Event description:
The technical support engineer was informed by the biomedical technician at the user facility via telephone that the evis exera iii xenon light source was causing an "e102 clv error" during preparation for use. The biomed was not in front of the equipment during the call, but was advised to replace the bulb. If the error still occurs the light source will be need to be returned for service. No patient injury or harm was reported.

Manufacturer narrative:
On (B)(6) 2021, the biomedical technician further reported that the main lamp on the light source was replaced and the reported error went away since and no more after. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. However, it is likely the cause is related to a faulty main lamp. Olympus will continue to monitor field performance for this device.